Event description:
It was reported that the caller needed assistance with updating the pump time due to a discrepancy exceeding five minutes. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on how to monitor and address future time discrepancies, which the caller understood and acknowledged.